Event description:
It was reported that the patient experienced a possible stroke. Nevro attempted to obtain a medical assessment regarding the nature of the issue but none was available. The patient recovered without sequelae and continues to use the device to find effective pain relief.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.